Event description:
Reporter alleged blood glucose measured 163 mg/dl, however, customer stated feeling low glucose symptoms at the time. Customer stated retesting and obtained back to back results of 105, 65, & 63 mg/dl performed at the same time at the original test. Customer indicated consuming food and medication as normal. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.